Event description:
It was reported that during an infusion of fentanyl (programmed amount and delivery rate unknown), a pump alarmed to reload the IV set, then alarmed for a system error 322. The customer stated that the clinician "pushed a button that the pump instructed the clinician to push, then the pump went blank (shut off)." The customer also stated that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The pump was tested for 48 hours and no system error 322 alarms were observed. A review of the history log confirms the occurrence of multiple system error 322 alarms during the last infusion segment. A system error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. When this system error occurs, the pump will instruct the user to power the device off and then power the device on. At this time, the date of event is unknown.